Event description:
The customer reported that while pipetting as assay on ortho summit position 3 did not pick up the tip correctly and no error message was generated. An engineer was dispatched and found dried serum on the clamp in position 3. The engineer replaced the clamp in position 3 and performed post repair diagnositc tests before placing the instrument back in service. No death or serious injury was associated with the incident. Please note that this report is beyond the 30 day reporting requirement, it was found to be reportable in a retrospective review of all complaints.